Manufacturer narrative:
The reported contact force issue was confirmed. One tacticath¿ quartz contact force ablation catheter, 65mm was returned for investigation. The catheter did not display contact force when connected to the tactisys quartz unit. The device did not meet specifications during a shaft leak test and an irrigation leak test. Additionally, multiple short circuits were detected. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the irrigation tubing detaching from the metal irrigation tubing, consistent with the failed shaft and irrigation leak tests, fluid ingress, the observed short circuits, and a loss of force data.

Event description:
This report is to advise of a leak observed during analysis confirming the reported contact force issue.